Event description:
It was reported to manufacturer that the vns pt was experiencing "shooting pain in the face all the time" and that it began the first week following implantation of the device. The pt reported that the condition has been diagnosed as trigeminal neuralgia. Additionally, the pt reported that the device has been turned off since 2008, however the pain had persisted. The pt is seeking to have the device removed. Attempts to obtain additional info from the treating physician have been made, but have been unsuccessful to date.